Manufacturer narrative:
Additional information indicated the patient expired five days post tavr. The official cause of death was listed as anoxic brain injury.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case as reported there was a bend in the aorta and bulky calcification on the non-coronary cusp. It was thought that the valve stent frame caught on some calcification during manipulations attempting to cross the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that during a transfemoral tavr procedure there was an aortic rupture that required surgical repair. The access was obtained on the right side. Bav was performed with a non-edwards bav. The novaflex+ delivery system inserted and valve alignment was performed. The delivery system was tracked over the aortic arch. There were struggles getting the valve to cross the native annulus. All of a sudden the patient blood pressure dropped to zero. CPR was started and bypass was initiated. A large plural effusion was noted in the left chest. A covered stent was placed in the aorta. The bypass took over and the patient's chest was opened to repair the aorta. When the chest was open the first stent could be seen protruding from the aortic rupture. When the edwards clinical specialist left the aorta was being repaired and a homograft was going to be placed. The patient received 10 units of blood. Prescreening CT showed a bend in the aorta and bulky calcification on the non-coronary cusp. It was thought that the valve stent frame caught on some calcification during manipulations attempting to cross the annulus.